Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following fields were updated: d8, h2, h3, h4, and h6. The device was returned to olympus for inspection. The device was tested negative by olympus, therefore the user request was not confirmed. - olympus hmi results br-1: negative based on the results of the investigation, a definitive root cause could not be determined. Based on the data provided, there could potentially be a correlation between the device status and cause of contamination. In general, device damages (e.g., cracks, scratches, deformities) could act as a potential source of microorganisms. The device inspection report showed significant damage of the distal tip cover, as well as reduced suction function due to the channel becoming deformed. Without complete cleaned, disinfected, sterilized information from the customer, we are unable to correlate any lapses in the reprocessing protocol with the validated instructions for use (IFU). The high cfu counts identified by the customer raise concerns about potential gaps in manual cleaning and residue removal. After reprocessing by olympus, the hmi showed no growth. The most probable cause of the complaint is cause traced to user. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following is included in the IFU: - in the contents under warnings and cautions on page 5: ¿extract from operation manual¿ "after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." - in subchapter 1.2 importance of cleaning, disinfection, and sterilization on page 3: ¿extract from reprocessing manual¿ "the medical literature reports incidents of cross contamination resulting from improper cleaning, disinfection, or sterilization. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment." - in subchapter 1.4 precautions on page 6: ¿extract from reprocessing manual¿ "olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Olympus cannot guarantee the effectiveness, safety, and durability of this instrument. Confirm that there is no irregularity before use, and use under responsibility of a physician." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to MFR report # 9610595-2025-39843 (2/10).

Event description:
The customer reported having used the bronchovideoscope on 10 patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.